Event description:
Follow up communication with the managing physician obtained further information indicating that there was a spontaneous change in programmed settings seen of duty cycle and frequency in may and again at a later unspecified date. It was reported that no external factors influenced the change in seizure frequency and that intervention was taken by decreasing output current and having a battery replacement performed. The explanted device is scheduled for return. Device history records were reviewed. The device passed all functional and quality testing prior to distribution. The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
A decoder review was performed from the received tablet data. There was no spontaneous change in settings, the settings had been changed manually. No anomalies were detected. The device has confirmed shipped back to livanova but has not been received to date. No other relevant information has been received to date.

Event description:
Generator product analysis was approved. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Event description:
The device has been received into product analysis which is underway but not yet completed. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient has experienced an increase in seizures above baseline that the physician believes is due to vns stimulation. No other relevant information has been received to date.